Event description:
It was reported that the patient's right atrial (ra) lead dislodged during post operative care. The patient was taken back to the operating room and the ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).